Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The reporter alleged blood glucose results of "74, 223, 300, 340mg/dl" on her son's lfs meter and results of "84,169, 174, 154mg/dl" on a freestyle lite meter, taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these results exceeds lifescan's criteria for accuracy. This complaint is being reported because the reportered issue was not resolved with troubleshooting. There is no indicaiton that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.